Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant, the stylet was stuck in the lead (distal coil) and the lead was stretched; the analyst noted that no insulation breach was observed, and that the blood in the distal likely entered through the is-1 pin via stylet. When the blood dried, the stylet became stuck inside the lead. When the helix was retracted during the procedure, the is-1 pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector; full lead returned and analyzed.

Event description:
It was reported that during an implant attempt, an unacceptable sensing measurement was obtained at the first lead position. The lead was repositioned but the sensing measurement was still small. On fixation in the third position, the fluoroscopy markers remained stationary in a separated position after 25 rotations. It was further reported that the lead was removed for visual inspection. Upon removal, the lead helix was seen to be in a deployed position even though fluoroscopy displayed markers that suggested the lead was retracted. The helix appeared to be extended at an angle to the lead body. A new lead was used. No patient complications have been reported as a result of this event.